Event description:
A (B)(6) dealer has reported the powered wheelchair stops after 5 or 10 minutes. Reportedly the client turns it off and restarts later and is an intermittent problem. No injury. A sample is available for evaluation.

Manufacturer narrative:
(B)(4). Has been initiated for this issue. Attempts have been made in order to obtain additional information, however to date, no further information has been provided. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Parts were sent for replacement and repair. The part/joystick may be returned for evaluation. If any further information is received on this incident, a supplemental report will be filed.